Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was complete at the time of the initial MDR submission. The lot was manufactured from february 26, 2015 ¿ february 27, 2015. The device was returned for evaluation. Visual inspection revealed white particulate matter floating in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.